Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the device¿s ability to deliver insulin. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The patient history buffer data files showed the algorithm was functioning as intended, correctly responding to continuous glucose monitor inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient also received a diagnosis of cellulitis (location unknown) and yeast infection, which hcp (health care provider) felt contributed to the dka. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 36 and 48 hours in the arm. Patient reported they gave a correction bolus and insulin injection, but bg remained elevated. Symptoms reported include hyperglycemia, vomiting, fever and positive ketones. The patient was treated with IV (intravenous) saline, IV insulin, and IV antibiotics. The pod was removed at the hospital. Patient reported she was unsure how the cannula looked when removed, but noticed at time of call the cannula was bent. The patient was discharged after 2 days.